Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling", exchange due to the patient¿s concern with product and late-seroma".

Event description:
Patient reported right side "swelling, twice larger than the other side and possible exchange due to concern with the product¿. Healthcare professional reported "late-seroma." Device remains implanted.

Event description:
Healthcare professional further reported capsular contracture, baker grade iii. Pathology has been received which confirms the diagnosis of cd30+, alk- alcl. The device has been explanted.

Manufacturer narrative:
H.6: f2201. The events of lymphoma - alcl and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported ¿right-side swelling twice lager than the other side and possible exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Healthcare professional reported late-seroma and capsular contracture, baker grade iii. Pathology has been received which confirms the diagnosis of cd30+, alk- alcl. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: yellow particle material on the shell; red and yellow encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.